Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported failure of the camera head to white balance along with a scope communication error (e224) for an olympus camera head. There was no patient injury reported.